Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot # was reported as 8019076; this is an invalid lot #. Upon further investigations, the lot number was determined to be 8019067. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a sternal closure, the zipfix band broke while tightening with the application instrument. The zipfix was replaced.